Event description:
The customer received a blood glucose reading of 85mg/dl from the breeze2, retested on the contour next ez and the reading was 164mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. Replacement test strips were sent to her.